Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for the surgery? Rectosigmoidectomy per rectum tumor. Was there a problem with the device in the initial surgical procedure? No. Has the health care professional fired the device and what is your experience with the device? Experienced professional. Where was the indicator located before the trigger (low-b, middle-b or high-b) on the green interval adjustment scale? Middle-b. Did the health professional wait 15 seconds after closing the device and re-tightened before firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Has the healthcare professional received audible and tactile feedback when firing the device? Yes. Have the donuts been inspected? If yes, please describe. Yes, with full training. Was a complete transection of the white washer visually confirmed? Yes. Has a leak test been performed? If that is the case, what was the result? Yes, ok. Was the fistula identified intraoperatively or postoperatively? Postoperative. What was the postoperative problem? Fistula. How many days after the surgery did the problem occur? I do not know how to answer this question. How was the problem identified? Fistula. How as the problem addressed? Still under treatment. Was there any problem observed with the formation of staples at some point during the whole care of the patient? If yes, please describe. I do not know how to answer this question. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? If so, why? Device related complications. What is the current status of the patient? I do not know how to answer that question.

Event description:
It was reported that the customer reports postoperative problem in patient who used an intraluminal circular stapler. The clinical outcome was a postoperative fistula. Without further details, we are awaiting a letter from the doctor reporting the problem.